Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to remove the catheter on the 3rd day of use. Reportedly, only 3ml of water was able to aspirate using a syringe. The catheter was cut, and a snode was inserted into the catheter to burst the balloon. Water flowed out of the balloon, and the catheter was able to be removed.

Event description:
It was reported that it was difficult to remove the catheter on the 3rd day of use. Reportedly, only 3ml of water was able to aspirate using a syringe. The catheter was cut, and a snode was inserted into the catheter to burst the balloon. Water flowed out of the balloon, and the catheter was able to be removed.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The evaluation found a node in the returned catheter. However, a full investigation could not be performed due to poor condition of the returned sample. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter [directions for use] 1. Method of use the device is intended for single use only and is not reusable. (10) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.